Event description:
It was reported that the user performed a self-guided factory reset of the ilet following blood glucose fluctuations and had been announcing meals incorrectly, frequently selecting less-than-actual meal sizes, which constituted an improper or incorrect use procedure involving the device¿s user interface. Symptoms included episodes of hyperglycemia after meals followed by hypoglycemia after corrective insulin delivery ranging from 39 mg/dl to 400 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement practices and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.